Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that the ilet touchscreen became unresponsive and the customer was not able to proceed with the fill tubing process. In response, the agent unsuccessfully tried to update the device, and a new ilet will be shipped to the customer. The customer's blood glucose was not affected. There were not any other adverse outcomes.